Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the orders were not crossing. The technical support specialist ran site down query and found no issues. The system functioned as intended after the technical support specialist inspected the device.

Event description:
It was reported when using the bd pyxis medstation es system orders were not crossing. The customer added that this malfunction occurred during the user trying to access medication and caused delay in patient care. However, there were no adverse events or injuries reported based on this event.